Event description:
The customer originally reported that the device was used successfully for 15 minutes during a laparoscopic right colon procedure. The device lights turned red and the patient injury. The device was returned for evaluation with a broken waveguide. The customer reported that no part of the component fell into the patient cavity and that the waveguide may have come in contact with a metal object during the procedure.

Manufacturer narrative:
(B)(4). The incident ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the device had been used and the static part of the jaw had broken off. The broken piece was returned with the rest of the device. The remaining waveguide and the broken piece were inspected under magnification to identify the point of initial contact and fracture. Qa came to the conclusion that the titanium waveguide fractured during use and eventually broke off. The titanium waveguide probably came in contact with a hard metallic object such as hemostat or retractor as evidenced by the break point and metallic scraping. The IFU warning: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. The incident generator and battery were not returned for evaluation.